Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed oversensed noise on the right ventricular (rv) defibrillation lead. The health care professional (hcp) suspected possible physiologic factors based on the appearance of the shock electrogram (egm). The hcp also noted that the patient had severe gastroesophageal reflux disease (gerd) symptoms and had been taking antacids. Upon review, ts confirmed that there was oversensed noise, however there was also a wide-complex signal that was also oversensed. Technical services (ts) reviewed troubleshooting options and programming considerations. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) system appeared to exhibit either t-wave oversensing and/or wide qrs complexes. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed oversensed noise on the right ventricular (rv) defibrillation lead. The health care professional (hcp) suspected possible physiologic factors based on the appearance of the shock electrogram (egm). The hcp also noted that the patient had severe gastroesophageal reflux disease (gerd) symptoms and had been taking antacids. Upon review, ts confirmed that there was oversensed noise, however there was also a wide-complex signal that was also oversensed. Technical services (ts) reviewed troubleshooting options and programming considerations. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed oversensed noise on the right ventricular (rv) defibrillation lead. The health care professional (hcp) suspected possible physiologic factors based on the appearance of the shock electrogram (egm). The hcp also noted that the patient had severe gastroesophageal reflux disease (gerd) symptoms and had been taking antacids. Upon review, ts confirmed that there was oversensed noise, however there was also a wide-complex signal that was also oversensed. Technical services (ts) reviewed troubleshooting options and programming considerations. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) system appeared to exhibit either t-wave oversensing and/or wide qrs complexes. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this ICD system stored a recent ventricular episode that contained oversensing throughout and undersensing at the episode. A burst of inappropriate anti-tachycardia pacing (atp) was also delivered. It was noted that the patient was shoveling snow at the time of the episode and patient history included brugada. Technical services (ts) reviewed troubleshooting options and programming considerations. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.